Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and self test. However, the pump failed the active current measurement due to moisture damage found on the electronic assembly. No moisture damage on the motor, battery tube, vibrator or keypad assembly noted. (B)(4).

Event description:
Customer stated that the insulin pump battery issue. Customer's blood glucose level was unknown at the time of incident. Customer called back after previously completing low battery troubleshoot within 1 week. The insulin pump will be returned for analysis.